Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (215 mcg/ml at 430 mcg/day), morphine ("175 mg/ml" at "350 mg"/day), ropivacaine (naropin) (7 mg/ml at 14 mg/day), and catapressan (clonidine) (4 mcg/ml at 8 mcg/day) via an implantable pump for an unknown indication for use. The patient's medical history included syringomyelia. It was reported the patient had a pump refill on (B)(6) 2019 and the drug dosage was modified. The patient stayed for 2 days (from (B)(6) 2019) in the continuous monitoring unit. On (B)(6) 2019, the patient went home. On (B)(6) 2019, the patient didn't feel well and was hospitalized in another hospital. The patient received naloxone and was in the reanimation unit. A drug change was done, and the patient stayed until (B)(6) 2019 in that hospital. The patient was transferred to another hospital on (B)(6) 2019, and died in the evening of cardiac arrest. It was indicated there was no issue or dysfunction suspected with the pump or catheter. The issue was not resolved. Further complications were not reported. Additional information was received. It was indicated the physician explained to the representative that an autopsy was performed and the patient had a coronary syndrome that was not related to the targeted drug delivery (tdd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the patient died of a heart attack, so there was no link with the "dm."